Event description:
It was reported that the device had a cassette not attached alarm. The issue was not related to physical damage/abuse. The product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lens, damaged downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, and damaged battery door. The event history log confirmed a cassette not attached properly alarm occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be an inoperable dso sensor. The dso sensor was replaced. Service history review identified the device was previously serviced for a related complaint for keypad issues as a passable delivery accuracy test was performed.